Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Based upon the information from olympus india, omsc could not confirmed the foreign matter adhering to around forceps elevator of the device, but could confirm corrosion inside the distal end cover of the device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on similar case, omsc presumed that corrosion occurred between the distal end cover and the distal end and progressed into inside of the distal end cover due to the improper storage of the subject device by the user.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the foreign matter adhering to around forceps elevator of the device and the dirt of the inside the distal end of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.